Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime issue. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a prime issue.

Manufacturer narrative:
Follow-up #1: date of submission 05/27/2016. Device evaluation: device evaluation: the device has been returned and evaluated by product analysis on 05/17/2016 with the following findings: a review of the pump¿s black box revealed the data from the date of the complaint had been overwritten. The original complaint was unable to be duplicated. The current black box showed no evidence of prime or load/step issues. The pump powered with the returned battery cap. The pump was exercised for 24 hours with no alarms occurring. The force calibration check passed within specification. The pump case was removed and the pump was disassembled, and the force sensor pins were seated and the solder connections were intact. There was no evidence of internal moisture inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.